Manufacturer narrative:
The review of the device records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to reported event. A visual examination was performed on the returned products (cage + anchoring plate) evaluation of the returned products (including pictures examination) shows traces on the lower part of the anchoring plate and marks of friction in the cage. It probably reveals an unusual strength applied on the implant upon insertion (it triggers anchoring plate jamming and it do not slide anymore). In addition, visual examination of the upper part of the anchoring plate marks indicates a probable conflict of the anchoring plate with the pin retractor during implantation. This hypthesis matches with reporter information. Regarding information provided and investigation performed, root cause is related to user error : no respect of the steps mentioned in the surgical techniques concerning the proper pins placement to avoid conflict with implant. The investigation found no evidence to indicate device malfunction related.

Event description:
Roi-c : anchoring plate didn't deploy. During implantation the first anchoring plate was 3/4 implanted and could not be inserted any further - the retractor pin was removed because it was suspected to be in the way - the anchoring plate could then no longer be implanted. The surgeon then completely removed the cage and anchoring plate and took a new cage and anchoring plate. Surgery was completed successfully. The surgeon followed the surgical technique for this new implantation and the cage was well positioned the removal of the damaged cage resulted in a surgical time extension about 15 minutes. There was no damage to the patient .

Manufacturer narrative:
The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempts have been made to get more information. Not received yet.

Event description:
Roi-c : anchoring plate didn't deploy. Then, surgeon decided to remove the anchoring plate and the cage. He used a new cage with new anchoring plate. Surgery was completed successfully. The surgeon followed the surgical technique. Surgical time extension about 15 minutes but the cage was well positioned and no damage to the patient was reported.